Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a depleted / defective o2 cell (o2 sensor). There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
The report say: on (B)(6) 2019, the patient suffered from respiratory and cardiac arrest. When the patient was receiving tracheal intubation and ventilator assisted ventilation for life expenditure treatment, the ventilator gave an alarm at 2.00 am on april 10 and reported continuous high pressure. After examination, the doctor found that the patient was in good condition,it's the machine fault. Replace the standby ventilator immediately and reported to the equipment department for maintenance and treatment, it is air compressor fault, has been dealt with repair. There were no adverse consequences to the patient